Event description:
It was reported "during the using, the pump alarm "suspicious helium leakage 2". After checking, it was found that there was a leak at the y-shaped connection of the catheter". Additional information states that the iab catheter was not removed. To continue therapy, the user reports that they "wrap the y-shaped connection with adhesive tape". The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The serial number label was noted peeled off from the iabc bifurcate and not returned with the sample. The lot number reported is 18f24l0034. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Returned for investiga-tion was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 14.4cm, 35.5cm, 54.9cm, 68cm and 76.2cm from the iabc distal tip. Upon further I nspection, the distal end of the bifurcate luer was noted cracked at approximately 1.7cm to 2.6cm from the iabc luer end. Dried blood was noted on the ex-terior surfaces of the returned iabc. No blood was noted within the helium pathway. The customer submitted photos and video and were reviewed. The photo shows the ac3 display screen with the "possible helium leak 2" alarm, which is consistent with the reported event. The photo shows the iabc bifurcate area covered with medical tape. In the video, the user submerged the iabc bifurcate area in the water and injected air in the short driveline tubing/helium pathway using the 60cc syringe. Upon injecting the air, an external leak was noted from the iabc bifurcate area at the distal end of the luer. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspi-rated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately noted from the previously noted cracke d bifurcate luer. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 14.3cm, 35.5cm, 54.8cm, 68.2cm and 76.3cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint that "there was a leak at the y-shaped connection of the catheter" is con-firmed. A crack was noted on the distal end of the iabc bifurcate luer during visual inspection of the returned sample. During functional testing, a leak was observed from the cracked bifurcate luer. The cracked bifurcate luer resulted in a helium loss alarm. Based on a review of the device history rec-ord (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack on the bifurcate luer. The probable root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photos and video were re-viewed. The photo shows the ac3 display screen with the "possible helium leak 2" alarm, which is consistent with the reported event. The photo shows the iabc bifurcate area covered with medical tape. In the video, the user submerged the iabc bifurcate area in the water and injected air in the short driveline tubing/helium pathway using the 60cc syringe. Upon injecting the air, an external leak was noted from the iabc bifurcate area at the distal end of the luer. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "leak at the y-shaped connection of the catheter" is confirmed based on the customer provided video and photo with the complaint report. In the video, an external leak was noted from the bifurcate luer area. The photo shows the "possible helium loss 2" alarm. An external leak from the bifurcate luer area resulted in the helium loss alarm. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the bifurcate luer area. The probable root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "during the using, the pump alarm "suspicious helium leakage 2". After checking, it was found that there was a leak at the y-shaped connection of the catheter". Additional information states that the iab catheter was not removed. To continue therapy, the user reports that they "wrap the y-shaped connection with adhesive tape". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the using, the pump alarm "suspicious helium leakage 2". After checking, it was found that there was a leak at the y-shaped connection of the catheter". Additional information states that the iab catheter was not removed. To continue therapy, the user reports that they "wrap the y-shaped connection with adhesive tape". The patient's current condition is reported as "fine".